Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in a heavily tortuous, heavily calcified mid left anterior descending artery that was 99% stenosed. Pre-dilatation was performed with a 2.0x8mm, 2.5x12mm and 3.0x15mm unspecified balloon. A 3.0x38mm xience prime stent delivery system (sds) was advanced but failed to cross due to the anatomy. Then the proximal shaft was noted as separated and simply withdrawn. Another attempt was made with a same size xience prime sds but failed to cross due to the anatomy. A final attempt was made with a 3.0x18mm xience v sds but the device failed to cross due to the anatomy. No further intervention performed and the patient was kept on medical therapy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.